Manufacturer narrative:
Device was received for evaluation. Based on evaluation findings, the reported issue was not confirmed however, cut on the device cable was found and the device failed the leak testing. The defective cable likely attributed to the device issue the user was experiencing however, it was not confirmed during the device evaluation. The defective cable was replaced, device was repaired. Once completed, device was tested and passed testing criteria and all requirements.

Event description:
It was reported that during an unspecified procedure, the device exhibited very dark image and the camera will not white balance. No further details provided on the event. No patient impact or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable causes based on device evaluation results likely due to: the subject device failed to transmit the signals to the processor normally due to the damage in the video connector board, causing failure to keep the white balance. The event might have been caused by failure in operations to keep the white balance of the processor. The events might have been caused by the user¿s handling deviating from the IFU (instruction for use). As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. White balance. The brightness of the monitor is improper. Adjust the white balance properly as described in user¿s manual, ¿white balance adjustment¿. Olympus will continue to monitor complaints for this device.